Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient could hear the pump alarm when the test alarm was done in the physician's office. Several years ago, for the patient's first refill, the physician's office made an error and changed the patient's refill date to after the low reservoir date. The patient did not hear the alarm sound during that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) and a healthcare professional (hcp). It was reported that the rep met with the patient on (B)(6) 2017. The physicians assistant (pa) thought the low reservoir alarm volume was down to 1 ml and the patient should have been hearing the pump alarm. The logs showed that the low reservoir alarm volume was set at 2 ml on (B)(6) 2017 and 3 ml on (B)(6) 2017. The patient was not concerned about it but the pa was and thought there was something wrong with the pump. (B)(6) 2017 was the pump refill. (B)(6) 2017 the patient contacted the clinic and an alarm test was done. With the alarm test the patient heard the pump alarm. Per the rep, the patient was older and more than likely had hearing issues. On (B)(6) 2017 2.0 mls was the low reservoir alarm volume, the actual residual volume (arv) was 1 ml and the expected reservoir volume (erv) was 2 ml. No patient symptoms were present at the time and the patient was fine about the whole incident but said the hcp made an issue about it. The patient reported at the initial pump implant ((B)(6) 2015) with the first pump refill post surgery the clinic changed the date/time for the pump refill, not realizing the pump would have needed to be refilled before that time, and that was the time the patient went through withdrawal in 2015. The patient never heard the pump alarm that time either and there were no event logs to confirm if from that long ago. The rep stated that with the current issue there was no low reservoir alarm that had been activated via the event logs so there should not have been an audible pump alarm heard. Per the logs, the patient was currently receiving 10 mg/ml morphine at a daily dose of 4.75 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient experienced withdrawal symptoms. No further complications were anticipated/reported.   Additional information was received from a manufacturer's representative (rep). It was reported that the patient first started experiencing the withdrawal in approximately (B)(6) 2015. The patient forgot to go to a refill appointment and the clinic did not have scheduled or forgot to remind the patient. The patient's pump was empty and the patient did not hear an alarm. The pump was refilled with drug and therapy resumed. The withdrawal event was resolved. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the hcp had changed the patient¿s refill appointment to a week later. The patient did not realize he would run out of drug before the refill, as he assumed the office would bring him back in enough time. It was an office staff error.